Event description:
There was a minimal blood loss. The product was not changed out. Procedure was completed successfully with no delay.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 09, 2018. (B)(4). The actual sample was not returned for evaluation, so a retention sample from the same product code and lot number combination was used for the complaint investigation. It was then manually run through a the ops leak tests to ensure that each component of the device is functioning as normal. During the investigation of a similarly reported event, simulation testing of the ops valve in an aortic root vent line found the ops valve to leak if the vent line was not properly clamped during cardioplegia delivery; the positive pressure from the cardioplegia line likely flowed in into the vent line, in which the ops valve was implemented. Additionally, it is possible that the unit had been over pressurized during use causing the unit to leak. However, without the returned sample, a definitive root cause could not be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation. (B)(4). Results: results pending completion of investigation conclusions: conclusion not yet available.

Event description:
The user facility reported to terumo cardiovascular that the safety valve had a leak on the second arterial vent line of the pack. It is unknown when this event occurred, whether the product was changed out, or if there was any effect on the patient or results of the surgery.